Event description:
It was reported that during a diagnostic procedure, the impulse diagnostic catheter became clotted. The lesion being treated is unknown. The physician reported that when the wire was removed from the impulse catheter, the catheter clotted. The catheter was flushed twice before being threaded onto the wire and the wire had been wiped twice prior to the catheter being introduced. There was no other manipulation of the catheter. Additional information condition. Facility will not provide additional information regarding this event.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.